Event description:
It was reported that there was a decrease in p waves on the right atrial (ra) lead. There was possible undersensing and oversensing on the right ventricular (rv) lead during a ventricular fibrillation (vf) episode. The cardiac resynchronization therapy defibrillator (crt-d) feature designed to evaluate the stability of ventricular intervals to prevent inappropriate detection of atrial fibrillation (af) with rapid ventricular response as ventricular tachycardia (vt) possibly delayed detection of vf. Additionally, the device supra ventricular tachycardia (svt) discriminator that is used to distinguish between rapid and gradual onset of fast ventricular rhythms may have misclassified ventricular tachycardia (vt) as svt. It was also noted the patient experienced syncope. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
6935m62 lead implanted (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (fdd/annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.